Event description:
A report was received that the patient's ipg was causing pain because it was positioned high near at the rib cage. The patient underwent a revision wherein ipg was moved at the left flank. The patient was doing well post operatively.